Event description:
Dental assistant reported that the tip of the drill broke off into the bone. Dr. Elected to leave in bone. Pt is reportedly fine.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was unable to review the lot history of the subject product since the product's lot number was unavailable from the dr's office.